Manufacturer narrative:
The tube head went up on its own and then slammed down on the technician's hand. No mechanical issues were found; it was an user induced incident. The site was referred to guide the technician on proper locking and parking. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
The tube head went up on its own and then slammed down on the technician's hand.